Event description:
Customer reported there were no co2 waveforms and numerics on the beneview monitor's display. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and found that co2 waveforms were not set up menu was adjusted and the problem was resolved.